Manufacturer narrative:
(B)(4). Date sent: 7/17/2020. Investigation summary: the device was returned with the blade tip damaged, however, the blade was not cracked. The device was connected to a test hand piece and tested on a gen11. The device did activate during functional testing. During analysis, it was determined that the device was connected to more than one generator. Adaptive tissue technology devices are supplied sterile, single patient use instruments. Using the device on more than one generator is potentially associated with device re-use. Multiple patient use may compromise the device integrity or create a risk of contamination that may result in patient injury or illness. If the device is connected to a different generator, an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device,¿ however, "replace the instrument / no instrument uses remaining" was displayed, disabling the device for further activation. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. If the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen. After receiving two consecutive alerts screens, a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result include ¿tighten assembly,¿ ¿blade error detected¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage can result in a broken blade. Our manufacturing process has been identified to be the possible cause of the eeprom issue to display the ¿replace the instrument / no instrument uses remaining / restart generator¿ instead of the ¿adaptive tissue technology features are not available in this device.¿

Manufacturer narrative:
(B)(4). Batch #t93r5n. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the titanium tip broke off. The broken piece was retrieved by forceps and was discarded. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.